Manufacturer narrative:
The devices has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (3007042319-2013-00261 and 266) submitted for devices related to the same patient.

Event description:
Approximately 11 months after implantation, the patient experienced controller fault alarms. The patient was admitted to the emergency room for complaints of syncope and alarms from the lvad pump for 3 days, with intermittent beeping. The hospital noted that the patient¿s controller was shut down, as if both power sources were disconnected. Preliminary log file review confirmed the pump stops. Controller was exchanged and a new one was supplied. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported that the patient's controller shut down as if both power sources had been disconnected; however the power sources had not been disconnected. The controller was exchanged and returned to the manufacturer for evaluation. The patient experienced brief dizziness as a result of the event but was stable post event. The returned controller ((B)(4)) functioned per specification. A review of the controller log files revealed multiple controller power up and motor start events indicative of double power disconnect therefore confirming the reported event. Logs also revealed multiple critical battery alarms, these were an incidental finding unrelated to the reported event. The root cause for the reported event can be attributed to double power disconnects. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4) dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Manufacturer narrative:
The controller was returned for analysis. Review of the manufacturing records confirms that the controller met specifications for release. Review of the controller log files revealed critical battery alarms and several episodes of lost power to the controller with subsequent pump stops around the time of the reported event. The controller passed all visual and functional testing. The cause of the reported event cannot be determined. No additional information will be forthcoming.

Event description:
Approximately eleven months post implantation the patient was admitted to the cardiovascular ICU after experiencing a syncopal episode and reports of a three day history of controller alarms and intermittent beeping. The patient's controller continued to alarm and lost power multiple times despite both power sources being securely connected. Log file analysis confirm multiple controller power up/ motor starts. The controller was exchanged. The health care provider stated the problem was related to static generated by the patient's bag. The patient required no additional treatment during the remainder of her hospitalization, the event was considered resolved and the patient was discharged eight days after admission. This event is believed to be related to the device by the treating physician. The controller was returned to the manufacturer for analysis; further analysis of controller logs indicated that batteries (B)(4) and (B)(4) were in use during the time of the reported event. The manufacturer requested these batteries to be replaced and returned for analysis. The batteries have not been received and there is no information to indicate that they had been replaced.